Event description:
It was reported that the customer had an excessive no delivery alarm during bolus delivery. The customer's blood glocuse level was 365 mg/dl. The cusotmer stated that he resolved the issue of excessive no delivery alarm by changing the entire infusion set. The customer reported he was treated with the insulin pump for having high blood glucose. The troubleshooting was performed. The customer was advised that we will replaced infusion sets and will going to replaced insulin pump. No further nformation was reported.

Manufacturer narrative:
No audio anomaly was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. However, the insulin pump passed the functional testing. The device was also received with minor scratches on the display window, cracked belt clip slot and cracked reservoir tube lip.